Event description:
It was reported that "the staples are buckling and are not preferred by the end user". The user took it out and redid the stap. There was no patient harm or injury. The patient's current condition is reported as "home now".

Manufacturer narrative:
(B)(4).